Manufacturer narrative:
(B)(4). Batch # u5c98p. Device analysis: the analysis results found that the tcr75 reload was received with no apparent damage and with no device. The swing tab was found to be in the locked position and with 2 drivers up along of the staple line. It is possible that an improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridge into the device. It should be noted that 100% inspection is performed by means of automated vision system to insure staples presence; the swing tab is present and unlocked. Please reference the instruction for use for more information. It should be noted that as part of our quality process all  devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure 4-5 of the staples was already on the surface of the cartridge, and it was even before it got loaded on the stapler. There were no patient consequences.